Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a triple lumen polyurethane central venous catheter was being used in a patient when one lumen was found to be cracked. To date, the lot number and date of event are unknown. Additional information has been requested, however, not yet provided. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Correction: 24aug2018 - the initial product number (rpn) was reported as c-utlm-701j. Additional information provided by the customer found the correct rpn to be c-utlm-501j. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: a review of the instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used, damaged c-utlm-501j was returned and was found to have a vertical crack on the blue hub. The 0.7cm crack extended from the proximal end to the wing. The other hubs were intact. A leak test was performed. The red and white lumens showed no leaks and were not occluded. The blue lumen leaked at the cracked hub. The blue extension tube was not occluded. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.